Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the patient parameter (pp) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u5. When ic chip u5 shorted, it caused a fuse, designator f3, to open which resulted in the device resetting by itself during boot-up. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that it would reset by itself during boot-up which could delay, or prevent, defibrillation if it were necessary.